Event description:
It was reported that driveline fault alarms reoccurred between 29aug2025 through 09sep2025 following the repair on 21aug2025. It was confirmed that the yellow wire was still the problem.

Manufacturer narrative:
H4 - device manufacture date - corrected manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline fault alarms; however, evaluation of the patient's replaced portion of driveline from (B)(6) did not find wire damage that would have contributed to these alarms. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the log file findings could be indicative of an issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. The log files contained event data from 05jul2025 through 12sep2025. Driveline fault alarms were captured intermittently between 06jul2025 and 19aug2025. Following the distal end driveline replacement procedure on 21aug2025, additional driveline fault alarms were captured between 28aug2025 and 12sep2025. No other notable pump events or alarms were captured. A distal end driveline replacement was performed on 21aug2025, captured under work order #(B)(4). Approximately 16¿ of the external portion of the driveline was returned for evaluation. The pins of the system controller connector appeared unremarkable. Electrical continuity testing of the replaced portion of driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. Microscopic examination of the underlying wires did not reveal any breaches. The wires were submerged in a saline bath solution for high potential (hi-pot) testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, ¿patient care and management¿, discusses wear and tear to the driveline, contains information on ¿caring for the driveline¿, and provides possible indications of driveline damage as well as how to respond to such events. Section 5, "surgical procedures", cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 7, ¿alarms and troubleshooting¿, addresses all system controller alarms (including the driveline fault alarm) and how to respond to such events. The heartmate ii lvas patient handbook, document is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Additionally, the patient handbook outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. The handbook also addresses all system controller alarms and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured intermittent driveline fault alarms on 06jul2025, 15jul2025, 20jul2025, and 22jul2025. The phase data showed that there was a partial break in the yellow wire. The current in the green wire was noted to be elevated which indicated that more current was passing to make up for the drop in the yellow wire. X-ray images did not show anything noticeable.

Manufacturer narrative:
H6 - codes updated. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that a heartmate ii distal end repair was performed per procedure. The cause of driveline fault was still unknown and it was planned to keep observing if the alarm was to return. Log files post repair showed no further driveline fault event. Additional log files showed no further driveline fault events after the external driveline revision. No product would be returning.

Manufacturer narrative:
MFR 2916596-2025-05547 was made supplemental to this event. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.